Event description:
Blue slide clamps utilized to occlude "pig-tails" fall-off. Have been found in bed-linens, floor, etc. Unable to occlude lumen after use - may be contributing to occluded lines. No pt injuries sustained.